Manufacturer narrative:
No analysis was performed. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue is unknown. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the alarm going off is not being heard on the speaker and they needed to confirm configuration settings. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.